Manufacturer narrative:
Two opened probes were received with tip protectors, in a pouch, for the report of could not cut with no suction before surgery. Radio frequency identification (rfid) identification indicated that only one of the two samples matched the reported lot. Therefore, only sample #1 will be evaluated under this complaint record. The sample was visually inspected and found to be non-conforming with white foreign material along the needle, orange/brown foreign material on the port face, in the port, and on the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and non-conforming for actuation. The probe sample was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at multiple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an inteference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. Photos of pouched product are attached to the parent file and have been reviewed by the investigation site. The product and lot information seen matches what was reported. The reported functional issue cannot be confirmed from the portion of the product seen in the photos. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sample had a cut or aspiration failures. The evaluation indicated that the probe had an actuation failure. The cut and aspiration functions of the probe were conforming, however, the observed actuation failure could have caused the probe to not cut and/or the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. The reported cut and aspiration failures were not confirmed and the exact root cause of the actuation failure could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe could not cut, no suction before vitrectomy surgery. The procedure was completed after replacement of new product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).